Manufacturer narrative:
(B)(4).

Event description:
It was reported that liquid was noted inside the tube. An encore balloon catheter inflation device was selected for use. During unpacking, it was noted that there was liquid inside the tube portion of the device. The procedure was completed with another of the same device. No patient complications were reported.

Manufacturer narrative:
Device evaluated by manufacturer: the device was returned for analysis. The device was inspected and excess of silicone in the flexcil line of the device was observed. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The investigation conclusion is design: product enhancement as the device met the designed specification however a modification would improve performance, function or appearance of the product. (B)(4).

Event description:
It was reported that liquid was noted inside the tube. An encore balloon catheter inflation device was selected for use. During unpacking, it was noted that there was liquid inside the tube portion of the device. The procedure was completed with another of the same device. No patient complications were reported.